Event description:
Reporter indicated that the pt's generator had been reset to an output current of 0ma. Programming history was downloaded from the site's handheld computer, but no event that would have led to the generator being set to 0ma was seen, and there were no records that showed that the device had been interrogated and found at 0ma. There is also a noted gap within the programming history which is evidence that a second handheld computer was used. The treating physician has stated that there is only one handheld computer being used, and thus no further info on the event can be found.